Manufacturer narrative:
The event involved a male patient with unk medical history. The reason for the patient's admission is unk. Angiogram revealed a lesion in the right coronary artery (rca). The lesion was de novo, moderately tortuous and calcified, with 90% stenosis. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. The use of aspirin and ticlopidine was not reported. Activated coagulation time (act) was not monitored. The procedure was to implant a cypher (2.5x 18) by direct stenting. There were no anomalies reported in the product during prepping. During attempted delivery, the cypher failed to cross the target lesion in the mid rca. Therefore, the physician tried to retrieve the sds into the guide catheter (gc), but the stent became stuck. The physician commented excessive force was not used. According to the instructions for use, the sds should be removed as a single unit without retracting into the gc. Retracting the sds into the gc can result in stent dislodgement, vessel damage, and/or damage to the sds and stent. The physician was able to retrieve the product from the patient without any injury. Upon removal from the patient, the physician visually confirmed the cypher (2.5 x 18) was flared at the proximal end of the stent. The procedure was successfully completed using a cypher (2.5 x 13) without patient injury. Please note: device is distributed outside of the united states. However, it is similar to the unites states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that during a coronary intervention a cypher stent delivery system (sds) was associated with a stent strut uplift and withdrawal difficulty.